Event description:
The following has been reported: reported pump problem alarm, several hard reboots have been completed. A preliminary review of the logs shows the following: sensor hardware failure (set ID sensor). An active infusion was not delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The pump was returned for investigation. Upon investigation, the complaint could not be replicated. An internal investigation of pump was conducted and no problems were observed. To ensure no fluid ingress was present, the pump was disassembled so that the set ID/bubble detector could be examined. Upon examination, it was determined that no fluid ingress was present and that the set ID/bubble detector was functioning properly. The pump was reverted to manufacturing mode and tested set ID. Set ID had passed testing. No problem was found, pump will go to repair for all function testing.